Event description:
It was observed that during the device evaluation, the subject device exhibited failed water leak test and crack in video connector. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: failed water leak test and crack in video connector. A definitive root cause for the could not be identified. Based on the results of the investigation failed water leak test due to crack in video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.